Event description:
It was reported that during insertion, the spring wire guide (swg) kinked when being advanced through the arrow raulerson syringe (ars) at approximately 2-3cm. The clinician reported meeting with this issue with a total of 3 packages on the same pt. The insertion was finally successful with the fourth package.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.